Event description:
Nurse reported that the customer was hospitalized for high blood glucose. Nurse stated that customer does not appear to be in compliance with proper pumping procedures. No additional details were provided.